Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Testing of the device did not duplicate the customer's report. Review of the device history logs did not show any critical errors that could have contributed to the report. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.